Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced headaches reportedly caused by device use. Additional information has been requested, but has not been received as of the date of this report, (B)(4) 2013. The device was explanted on (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
(B)(4).